Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial lead exhibited low pacing impedance. No intervention was performed and the patient experienced no consequences. The patient will continue to be monitored.